Event description:
Complainant alleged that during the biomedical engineering department's routine testing and preventative maintenance, the device had no pacer output. The complainant indicated that there was no patient involvement in the reported failure.